Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg site. It was noted that the patient had swelling and discomfort since the implant procedure. The infection was not device related and it was unknown what caused it. It was also noted that the ipg was difficult to communicate with the remote control. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned.